Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with 95% stenosis, mild calcification and mild tortuosity. The 315 barewire workhorse guidewire and the atherectomy device got stuck with each other, making it difficult to withdraw the atherectomy device. After various attempts to successfully withdraw the atherectomy device, it was removed independently. However, when preparing to retrieve the emboshield nav6 filter from the popliteal artery, the retrieval catheter could not be delivered. It was noted that the barewire portion that was outside the anatomy was bent. So the physician used the 5f single-bend catheter to retrieve the filter. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported difficult to advance was unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation determined that the reported difficulties were likely due to procedural circumstances. It is likely that clearance between the inner diameter of the non-abbott atherectomy device and outer diameter of the barewire became reduced during use causing the barewire to bend resulting in difficulty removing the atherectomy device. In addition, the reported difficulty advancing the retrieval catheter was likely due to the bend on the barewire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.